Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited dislodgement and was no longer in the target vein. High lv thresholds were noted. The lv lead was explanted and replaced. It was also noted the right ventricular (rv) lead was "only sensing over 5 mv" and the physician was alerted but decided to leave the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.